Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported the customer's insulin pump was not delivering insulin. The mother also reported her daughter was having high blood glucose during the night. The daughter had to wake up during the night to bolus and her blood glucose was still high in the morning. The customer's blood glucose was 393 mg/dl at the time of the call. The customer had treated their blood glucose with a manual injection. The mother also reported her daughter was nauseous and sweaty as a result of her high blood glucose. Troubleshooting found insulin was able to exit during a manual prime. The customer's cannula was also not bent. The customer was also advised their insulin pump was functioning as designed. Customer's insulin pump will be replaced however as the mother stated insulin did not exit out of the insulin pump during a manual prime. The mother also reported that her daughter's blood glucose had rose to 440 mg/dl during the morning. No additional information provided.